Event description:
Customer received result of 33 mg/dl on the compact plus system and a result of 136 mg/dl on the mobile system within 10 minutes. Customer reported low blood glucose symptoms with these results. No adverse event related to the device was reported. Requested return of suspect device however the customer only returned the meter; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278217, expiration date 07/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.